Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the device was not used in the procedure, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. Internal complaint reference: (B)(4).

Event description:
It was reported that there are no numerical markings visible on the flex reamer ends and nursing often mix up the reamer ends when they are being asked for by the surgeon. Event occurred during surgery, with instruments outside the patient. Procedure was completed with the same device. A surgical delay of 30 min or less was reported. No harm to patient was reported due to this failure all available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly. .